Manufacturer narrative:
(B)(4)- additional surgical procedure was required to retrieve the detached distal portion of the sheath, but there is no code available. The involved device was not returned by the user facility, which limits the investigation. The investigation was based upon evaluation of user facility information and reserve samples. Visual inspection and functional testing of reserve samples confirmed there were no abnormalities or defects. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the distal portion of the guiding sheath became separated during removal after a procedure. Reportedly, the patient was taken to surgery where a "very minor" cut down procedure was performed and the detached distal portion of the sheath was successfully removed with no further complications.